Event description:
Physician reported that he treated a patient who was injected by another physician with hydrelle in the nasolabial and oral commissures areas. The patient saw dr (B)(6) on (B)(6) 2010 and showed signs of redness, nodules and tiny veins in the injection site. The physician gave the patient an injection of hyaluronidase and prescribed antibiotics. The physician saw the patient again on (B)(6) 2010 and reported that there was no change in patient's condition.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.